Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op there was no noticeable damage on the product package. The cuff of the endotracheal tube was adhered to the tube wall. Procedure was completed with backup product. There was no patient involvement.

Manufacturer narrative:
H3:analysis mentioned 1 opened sample, part number 8229306, from lot number 0227717101. Only the packaging carton was returned with the device, but the device was returned separately outside of the carton. The device was returned in a sealable (non-packaging) pouch. Visually, a portion of the cuff balloon near where the cuff notch is located was adhered to the tube upon return. Per the drawing, rtv (adhesive) is applied over and under both ends of the cuff. Functionally, for further analysis, a syringe was used to inject 20cc of air into the cuff and the adhered portion of the cuff remained stuck to the tube. In the returned condition, there was an out of specification condition that was related to the complaint. H6: previously added imdrf code b21, c21, d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.